Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated whenever she experienced diabetic ketoacidosis, the cannula was found to be bent. The patient's blood sugar was over 600 mg/dl at the time of hospitalization. Reportedly, patient was not aware that her blood glucose level was high, however she just felt lethargic. The patient was given intravenous therapy, her blood was withdrawn every hour along with other medications as a corrective treatment in the hospital. The patient was hospitalized for 5 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.